Manufacturer narrative:
(B)(4). Date sent: 4/25/2025. D4 batch #: unknown. Additional information was obtained: the jaws were removed with clamping the tissue, and the tissue was torn apart. The device was used on ligaments. The tissue damage was confirmed. Nslx137c was used to treat. The patient is stable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during vaginal natural orifice transluminal endoscopic surgery, after sealing, the device could not be opened while the tissue was still clamped into the rachet. Although the tissue was still clamped, the device was pulled out and a new enseal was opened and used. In non-clean field, strong force was manually applied to the lever of the product in the direction of opening, and it was able to be opened. No pieces were fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2025. D4 batch #: m9a498. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, we were unable to investigate further the tissue trauma reported. The device was mechanical tested and no issues were noted with the opening and closing of the jaws. Additionally, photo was provided and they showed the condition of the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch m9a498, and no non-conformances were identified.